Event description:
It was reported that, on a post-market clinical follow up activity review (pmcf) ¿cerclages vs. Poller screws as a reduction and stabilization aid for retrograde intramedullary nailing of the femur¿, 1 patient suffered from a complication after having an a right femur internal fixation procedure with the trigen system on (B)(6) 2011. The patient had a non-union and needed an unspecified reintervention on (B)(6) 2014 to address this issue. The outcome of the patient is unknown. The information provided is anonymized; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity (pmcf) was anonymous. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).